Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with crej2 creatinine jaffé gen.2 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 0.06 mg/dl accompanied by a data flag. The sample was repeated, resulting in a value of 309.18 accompanied by a data flag. The sample was repeated a second time on (B)(6) 2022, resulting in a value of 314.18 mg/dl accompanied by a data flag. The creatinine reagent lot number was 60357801, with an expiration date of 30-sep-2023.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.